Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unexpected resets occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.